Event description:
It was reported that an expired product had been used.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: accidentally used a blade that was expired. Probable root cause: - illegible labeling info/warnings (i.e printing issues, exposure to environmental conditions) - incorrect product identification - missing label. The reported failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that an expired product had been used.